Event description:
Can no longer walk [abasia]. Zinc poisoning [metal poisoning]. Neuropathy [neuropathy peripheral] numbness-feet, legs [hypoaesthesia]. Case description: a consumer reported that they, a female age unspecified, used fixodent denture adhesive, complete original for 5 years, and then in 2010 experienced numbness in her feet. She reported that the zinc in the fixodent products poisoned her, gave her neuropathy and she could no longer walk. No medical attention or treatment was specified. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
No lot number provided by reporter and no product returned to company; therefore, product investigation unable to be completed.